Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient was needing an MRI but the patient reported getting an "error message" on their handset when trying to activate MRI mode and the message directed the patient to call their clinician. The healthcare provider (hcp) was looking to confirm if the patient was full body conditional. Hcp had no further details regarding the "error message" and was not with the patient for troubleshooting. On (B)(6) 2025 the manufacturing representative (rep) said the patient reported seeing a "data has been lost" message on patient's handset. Technical services (ts) reviewed the implant at a power on reset condition; reviewed that the implant could have been exposed to electromagnetic interference or device could be at the end of service where it constantly resets itself. The rep was to meet with the patient to interrogate the implant. Rep also mentioned that the patient didn't notice a difference in therapeutic relief, whether therapy was on or off; this was from another rep that had contact with patient, previously. They stated that they were informed that the patient had turned stim off in 2022 because they "felt they were not getting much benefit" from the interstim. In another call a healthcare provider (hcp) called stating that they were having issues connecting to the ins. Agent walked through normal process of connecting and caller noted seeing the por message 'data lost'. Agent redirected caller to the patient's managing hcp and reviewed reasons for por message. The patient also noted that their handset seems to not hold a charge--agent advised that the patient see their doctor first and if the battery of the ins was sufficient, they should consider reaching out for a handset replacement.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.